Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Third revision surgery - due to the patient having an infection so the surgeon washed and swapped out condyle kit.